Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, d9, g3, g6, h1, h2, h3, h4, h6, and h10. A review of the manufacturing documentation associated with lot f2222102 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during prep and could not be used. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped according to instructions for use (IFU). The doctor tried to use the device for hemostasis after a percutaneous transluminal angioplasty (pta) procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was initially expected to be returned but will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during prep and could not be used. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped according to instructions for use (IFU). The doctor tried to use the device for hemostasis after a percutaneous transluminal angioplasty (pta) procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f 7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was not returned, and the stopcock was observed open. The sealant remained in the manufactured position and was exposed to blood. The procedural sheath was not returned with the device. An inflation/deflation test was performed per the mynx control IFU, and the results revealed a leak in the balloon of the returned device. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. A product history record (phr) review of lot f2222102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon loss of pressure-during prep¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, handling factors during prep are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during prep and could not be used. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped according to instructions for use (IFU). The doctor tried to use the device for hemostasis after a percutaneous transluminal angioplasty (pta) procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.